Manufacturer narrative:
One device was received. Visual inspection noted the bottom case was cracked under the l-bracket; right plunger case was damaged. The pump powered up with v5.0.0 software version. The complaint was confirmed as the pump powered up with "sa: battery not working". The root cause of the battery not working alarm was due to normal wear of the battery from customer use. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced main board and interconnect board, cracked bottom case, keypad, cracked right plunger case, left plunger case, plunger cam, plunger float, push block and right and left timing plates. Replaced worn leadscrew, clutch spring and right and left clutch halves. Upgraded the motor mount. Replaced ripped tube seal (grommet). Cleaned, greased, calibrated, and performed all functional testing which passed.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a battery not working alarm. Per reporter the alarm event occurred with new batteries. It is unknown if there was patient involvement, no adverse patient effects were reported.